Manufacturer narrative:
The following fields have been updated with additional/ corrected information: d10. Device available for eval- yes d10. Returned to manufacturer on: 11-mar-2024 e1.:initial reporter address & initial reporter facility name: clarified since initial MDR submission: (B)(6). H.6. Investigation summary: bd received 1006 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for stopper pop off with the incident lot was not observed. Customer returned samples and retention samples were visually inspected with no issues identified. Additionally, functional testing was performed on returned and retain samples and all tubes tested were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode, stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes the stopper came off during centrifugation. There was no report of impact to the patient or user.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes the stopper came off during centrifugation. There was no report of impact to the patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.